Manufacturer narrative:
Analysis found no fault with the unit. The device was received in good condition, no failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the malfunction occurred before and during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working properly. There was no patient impact.